Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl as well as at or above 250 mg/dl; however, the readings did not reach below 40 mg/dl nor above 500 mg/dl. There were no reported symptoms associated with hypoglycemia or hyperglycemia, nor was there a report of assistance by a third party, loss of consciousness, seizure, or positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2015 with the following findings: a review of the pump black box data revealed a cs 054 call service alarm and an associated pump reboot to clear the alarm, as well as other reboots associated with battery and cartridge changes. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump and was able to maintain power. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions or call service alarms observed. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Also unrelated to the complaint, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed, and contamination was found under the up arrow and down arrow button contacts.